Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified solution. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the clave port of the primary tubing set for piggbyback delivery of an unspecified solution. The positions of the two solution containers were not provided. After an unspecified length of time in use, backflow of fluid from the secondary solution container into the primary tubing set was noted. The tubing sets were replaced and the therapies were resumed. Ther were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).